Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer reported that the insulin pump excessively alarmed no delivery. Customer was found passed out with blood glucose levels of 600 mg/dl. Customer was placed in the intensive care unit. Customer stated that he had just spinal surgery before passing out. Customer's blood glucose reading was 473 mg/dl. Customer was wearing the pump at the time of hospitalization. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.